Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 193 mg/dl. The customer did not have an alternate method of insulin therapy available. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.